Event description:
Pt reported her dose today was infused faster over 30 minutes instead of usual infusion time dose to 60- 70 minutes due to malfunction. Pt. Reports headache and nausea. Malfunctioned freedom 60pump serial number (B)(6). No additional details of malfunction were reported. Maintenance due date is unknown. No interruption to infusion or missed dose reported; not available for return; unknown if md aware. No further info provided. Reported to (B)(6) by pt/caregiver.